Event description:
It was reported that a pt underwent a laparoscopic total gastrectomy procedure on (B)(6) 2010, and suture was used. The needle broke at the middle of the body during knotted suturing at the jejunum. No fragment remained in the pt's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00542. The same pt is represented in each medwatch.